Event description:
The customer contact reported difficulty regulating flow. The tubing set was being used to deliver an unspecified solution. The cair clamp was being used to regulate the flow rate. After an unspecified length of time in use, the customer contact reported, the cair clamp was difficult to use to (titrate" and "not staying at the set point." There were no reported adverse pt effects and no delays in therapy critical for this pt. No medical interventions were required. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).